Manufacturer narrative:
A steris service technician arrived at the facility and found the drying piston valve was broken allowing water to leak from the drying hose. The technician replaced the piston valve, repaired the hose from the dry valve to the dryer manifold, tested the unit and confirmed the unit was operating to specification. The unit was installed in december of 2009 and is currently under a steris service contract. The last pm for the unit was completed on april 19, 2013 at which the technician verified the unit was operational with no issues noted.

Event description:
The user facility reported their reliance washer was leaking water from underneath the unit. No injuries or procedural delays/cancellations were reported.